Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a bent infusion set cannula. Blood glucose (bg) level was impacted (over 600 mg/dl) which was addressed by administering a manual injection. Multiple attempts were made by tandem's technical support (cts) to obtain infusion set information; however, no additional information regarding this event was provided.